Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning off while the device was on. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.